Event description:
It was reported that on (B)(6) 2022 at approximately 10:10 - 10:45am, a patient was being monitored in emergency department on a passport 12m in use with the benevision r2 central station and workstation r2, and the patient expired. The hospital biomed stated that the patient removed the ECG leads and the medical staff did not see or hear any "ECG lead off" alarms.

Manufacturer narrative:
Mindray service representative evaluated the system 12/21/2022 and was unable to duplicate the reported event of missed "ECG lead off" alarms. Error logs from the passport 12m monitor and benevision central station were collected for analysis. Between 10:10am-10:45am, there were no related "ECG lead off" alarms triggered at the benevision central station. However, between 10:46:13 am ~ 11:28:56 am, "ECG lead off" alarms were triggered a total of eight (8) times. Results of testing shows that no malfunction was confirmed for any of the devices involved in the report.